Event description:
A nurse reported that the system stopped operating during the boot up process. The patient had already received general anesthesia. Another system was brought in and the surgery was completed after a delay of two hours. There was no harm to the patient reported.

Manufacturer narrative:
The company representative examined the system and replaced the host module. The software was re-installed. Preventative maintenance was performed. The system and filters were cleaned, the regulators were calibrated. The company representative stated that re-installing the host software resolved the issue, and the host module was not replaced due to this. No sample returned for evaluation. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. While changing the software of the host module resolved the reported system message, a root cause for the reported event cannot be determined conclusively. (B)(4).